Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the screen was scratched. The customer's spouse reported that they could not read the screen. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 366 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose by bolus. The customer's spouse performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer's spouse performed high pressure test and the insulin pump passed. The customer's spouse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.